Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
The manufacturer previously reported to a ventilator returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The unit will be scrapped. However, during the evaluation of the device at the manufacturer's service center, the device was tested and found the active exhalation control module (aecm) and 3-way solenoid valve were defective. The technician recommended replacing the active exhalation control module (aecm) and 3-way solenoid valve. The repair was completed, and the device passed all required testing. The device's proportional valve and 3-way solenoid valve were returned to the manufacturer's product investigation laboratory (pil) for further investigation. The product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Visual inspection found none. Pil performed posttest on the pil trilogy evo multifunction test station and the device passed tests. Pil concludes the component operates properly. The product investigation lab (pil) is unable to confirm the complaint of the trilogy evo solenoid valve. Visual inspection found no issues. Pil performed posttest on the pil trilogy evo multifunction test station and the device passed tests. Pil concludes the component operates properly.